Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the right atrial lead exhibiting over-sensed noise resulting in episodes of inappropriate automatic mode switch. Noise was attributed to electromagnetic interference. Programming interventions were made. The patient was stable.